Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in november 2024. H11: thirty six (36) unopened actual devices were received for evaluation. Visual inspection of returned samples showed embedded inside the sealed packaging, loose inside the sealed packaging, outside of the white connector, inside the spike, outside of the tubing, outside of the spike. The particles were further described as yellow/white/dark particle spot or small imperfection spot. The reported condition was verified. The cause of the condition could not be determined; however, it was possibly due to variations in the manufacturing or packaging process, as the particulates observed were in the sealed product packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty six (36) non-vented high-volume inlets had dark particles and fibers in an unspecified location. The issue was observed during set up /preparation. There was no patient involvement. No additional information is available.